Event description:
Additional information received indicates that the lead had high impedances. The patient underwent surgical intervention during which the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000139373.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to one lead having impedance issues. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.